Event description:
Patient was in for elective surgery for removal of breast implants. Original surgery for implants was in 2005. Per operating room operative note, the left breast implant was found to be ruptured and the capsule surrounding the implant was thickened. Implant and implant material sent to pathology. Pathology report received fresh is a 13.5 x 13.2 x 2.2cm fluid filled cavity consistent with a breast implant. There is a 0.3 x 0.2 cm defect identified. On one surface, there is a central label identified with the following written: mentor, (B)(4), 300cc.